Event description:
Pt attempted to program a bolus using the blood glucose meter at 8:30 a.m. On (B)(6) 2011. The infusion device produced an audible beep, but there was no alarm or error message displayed. The battery had been in use for 4 months. Pt inserted a new lithium battery, but this was not successful in starting the infusion device. He then inserted an alkaline battery, and the infusion device started successfully. The infusion device lost the time and basal rate settings during this event. Pt also reported the infusion device display is sometimes difficult to read. The infusion device was not dropped or exposed to electromagnetic fields. Pt places the infusion device in a shower bag when he showers. He did not have an infection or start new medication. No physiological effects were experienced, and pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.